Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/ confirmed the customer reported complaint. Failure analysis found the primary finding of the ¿conductor wire insulation damage¿ to be related to the customer reported complaint. The instrument was found to have conductor wire damage. The conductor wire insulation was found gouged with the electrical wires exposed. No material was found missing. The electrical continuity test passed. The root cause of this failure is attributed to a component failure. An image of the fenestrated bipolar forceps instrument related to this event was received. A review of the submitted image was performed by the regulatory post market surveillance (rpms) specialist. The rpms specialist confirmed that the conductor wire insulation on the fenestrated bipolar forceps instrument was damaged, and one of the jaws appeared to be missing in the provided image. However, the customer noted that there was no jaw missing when asked about it. A review of the logs showed the fenestrated bipolar forceps instrument (part # 470205-17 / lot # n10210301-0173) was last used on (B)(6) 2021 during a procedure with system (B)(4). The fenestrated bipolar forceps instrument has 10 allotted uses and 4 uses remaining. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the customer noted that the steel wire on the tip of the fenestrated bipolar forceps instrument was broken. There was no report of any fragments falling inside the patient. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 09-oct-2021, intuitive surgical, inc. (Isi) followed up with the site and obtained additional information regarding the reported event. The instrument was inspected prior to use, and no issues were noted. The issue was identified during coagulation. No evidence of thermal damage was identified on the instrument. The instrument cautery function was working fine during the surgical procedure. The customer noted that there were no instrument collisions. The customer confirmed no piece was missing from the instrument, and no fragment(s) fell inside the patient during the surgical procedure. There is no video recording of the procedure, but an image of the instrument damage was provided.